Event description:
France. Allegedly, breast implant rupture with intracapsular silicone diffusion and silicone bleeding was identified as the reason for surgical revision. Intraoperative findings revealed discoloration of both implants. A grade I capsular contracture was observed, with normal breast shape and softness.

Manufacturer narrative:
The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation but is more likely to occur the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress and weakening during implantation, implant age and design, submuscular rather than subglandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture" "small quantities of silicone may diffuse/bleed through the elastomer envelope of silicone gel-filled implants. The detection of small quantities of silicone in the periprosthetic capsule, axillary lymph nodes, and other distal regions in patients with apparently intact gel-filled implants has been reported in the literature. Some studies on long-term implants have suggested that gel bleed may contribute to capsular contracture and lymphadenopathy development. On the other hand, the evidence demonstrates that gel bleed is a significant contributing factor to capsular contracture. Other local complications are identified even when there are similar or lower complication rates for silicone gel-filled breast implants than for saline-filled breast implants" ¿capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain, and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be a more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself¿. In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.